Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection it was noted that the anchor and pin are missing. The sutures are frayed but not broken. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On 4/12/2022, it was reported by a sales representative via email that an ar-1915ft corkscrew ft suture could not be loaded into anchor. This was discovered during a procedure on (B)(6) 2022. Additional information received on 4/15/2022: this was discovered during a lateral epicondylectomy procedure on (B)(6) 2022. After the corkscrew was implanted, the driver handle was pulled away from the anchor, leaving the anchor in the bone with no suture. Additional information received on 4/18/2022: surgeon removed the anchor and inserted another ar-1915ft corkscrew anchor in the same bone socket. No further issues has been reported.